Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) bluetooth test was performed and passed. There was no data log available to review. A bin file analysis was performed and no fatal errors were found. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.